Manufacturer narrative:
Device evaluation: the customer reported downstream occlusion, and returned one sample of material 10011865, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with a bd 10 ml syringe, and the infusion was able to occur, no fluid blockage was found. The complaint could not be verified. The root cause for the fluid blockage issue could not be found without a replicated failure. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris extension set was occluded. The following information was provided by the initial reporter: IV pump kept beeping "downstream occlusion" during inflectra infusion. Piv flushed without problem and with good blood return. All clamps unclamped. No tubing kinks found. Opened pump drive and reloaded IV tubing twice. Changed IV filter. Infused medication without problems. Additional information received by the customer: was someone directly "operating" the device at the time of the event? It was in use for patient care. Describe the event or problem (please provide as much detail as possible): IV pump kept beeping "downstream occlusion" during inflectra infusion. Piv flushed without problem and with good blood return. All clamps unclamped. No tubing kinks found. Opened pump drive and reloaded IV tubing twice. Changed IV filter. Infused medication without problems. Was this a chemotherapy drug? No